Event description:
It was reported that, "a blunt k-wire bound up in the screw shaft. Note was not taken on screw insertion angle, but it can be noted that the screw cannula was clear before use and a kwire was passed through it. The screw had to be removed and the k-wire cut to remove screw from driver. The portion inside the screw could not be removed. A new k-wire had to be placed using navigation and a new screw used."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, labeling review. Results: there have been 13 complaints of this nature on the mantis product range. In this event the binding lead to a 10-12 min delay in surgery with no adverse consequences. The mantis surgical technique details the steps required including using the k-wire guide tube. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated devices. The failure is believed to be the result of user-error. It was reported that the surgeon did not use the k-wire guide tube during k-wire insertion. The mantis surgical technique states that the k-wire guide tube should be used to prevent the k-wire from bending or moving during insertion.